Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient had a fall, the threshold on the right ventricular lead abruptly increased and the sensing decreased. The patient was advised to have a device changeout by a referring physician. During the device changeout, the lead was checked through the analyzer and then through the device. The lead was reprogrammed to integrated bipolar which gave better sensing and thresholds. The lead remains in use. No patient complications have been reported as a result of this event.